Manufacturer narrative:
H11: correction to previous emdr-19359 g3 - date received by mfg: 2/1/2024.

Event description:
Healthcare professional reported a right side rupture and exchange due to concerns with the product. The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture and exchange due to concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as surgical impact opening. (Shell thickness was within specification). Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side rupture and exchange due to concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/01/2024.

Event description:
The device has been explanted and replaced.